Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was unable to start up. Upon troubleshooting fse found water leakage into the infiltration and dvi switch was defective due to exposure of water. To resolve this issue, fse replaced the defective dvi switch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.